Event description:
It was reported that using a femoral artery access approach during a procedure of the totally occluded, heavily calcified, de novo unspecified vessel, pre-dilatation was completed with the armada 35 balloon dilatation catheter (bdc) inadvertently inflated to 20 atmosphere (atm) and the balloon ruptured after 2 inflations. It was noted that an arteriotomy procedure was performed to remove the balloon as it was not possible to be removed through the sheath. There was no reported adverse patient sequela. The procedure was delayed about 20 minutes due to the percutaneous intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the product label and the armada 35 instruction for use (IFU) warns: inflation in excess of the rated burst pressure (rbp) may cause the balloon to rupture. Use of a pressure monitoring device is recommended. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.